Manufacturer narrative:
No samples have been returned for evaluation for the report of the probe stuck in cannula; therefore, the condition of the product could not be verified. (B)(6) photos were provided by the customer and reviewed by the investigation site. (B)(6) photo shows the label of the vitrectomy pak, (B)(6) photos show the probe sample which confirms the 23ga probe sample; however no conclusion can be made based on the photos due to the interaction between the cannula is not shown. (B)(6) photo shows the back of the system unit. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Root cause: because a sample was not returned and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during a vitrectomy procedure for the treatment of a vitreous hemorrhage the vitrectomy probe got stuck in the trocar cannula. The patient experienced a retinal tear which developed into a retinal detachment. Silicone oil was used to tamponade the retinal detachment. The patient's symptoms have resolved with this treatment.